Event description:
I had braces. I thought braces was safe, but it totally made my bite bad, and made my whole teeth alignment looks ugly. I think it made my mind so unstable. Cannot concentrate at all. I want FDA to ban the braces. It is dangerous. It stole the healthy life from me.